Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon of ¿no image¿ occurred due to failure of video cable connectors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that following the completion of the procedure, his olympus visera video system center¿s socket was experiencing an issue. According to the initial reporter, the unit was no longer displaying an image. This reported event had no impact on the patient or procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective connector was discovered and caused the reported image failure. Additionally, the printed circuit board batter had run out. If additional information becomes available following the device evaluation, a supplemental report will be filed.